Event description:
The patient underwent ECMO placement for circulatory support after being admitted in critically ill condition in (B)(6) 2020. The ECMO device was paired with a disposable water heater to warm the ECMO circuit. The patient remained on ECMO for her entire hospital course from (B)(6) 2020 through (B)(6) 2022. The patient eventually underwent lung and kidney transplants in (B)(6) 2021. The patient developed infection in her lungs with cupriavidus. The water heater was cultured in (B)(6) 2021 which revealed ralstonia, pseudomonas, cupriavidus and sphingomonas. Despite aggressive treatment, the patient expired in (B)(6) 2022.